Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump passed the displacement test. The insulin pump had normal operating current and passed self test, off no power test. The motor was tested outside of the device and passed. No unexpected check setting alarm noted. However, unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms due to a corrupted history file. The insulin pump had minor scratched lcd window, stained address serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she wore her insulin pump to an MRI today and received a motor error alarm. Customer stated that they didn't ask her if she had anything on, so she went in to take the MRI. Customer completed the pump rewind but had a motor position encoder error alarm in the alarm history. Customer also received a check settings alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.